Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector and main body of the transfer set were separated. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of a peritoneal dialysis (pd) transfer set. This issue occurred at home while the patient was connected for treatment. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.